Event description:
It is reported that when the patient was being revised in 2008, it was noted that the articular surface had disassociated from the tibial baseplate.

Manufacturer narrative:
Evaluation summary: inspection of the articular surface is consistent with the report that it had dislocated anteriorly, evidenced by the wear pattern on the anterior part of the distal surface. The patient is described as highly active, which could have been a contributing factor. In addition, sem analysis revealed third body wear consistent with bone cement debris which may have contributed to the wear seen on the device. The device was in-vivo for approximately 6 years. Review of device history records indicated that the device was manufactured, inspected, and packaged to specifications. The device met print specifications where measureable. With the information provided, it is not possible to definitively determine probable cause. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.